Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the pulse generator exhibited premature battery depletion. The patient was in stable condition. The device was explanted on (B)(6) 2018. The patient was in stable condition during and post procedure.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Device was received with battery at eol level. Device image analysis indicated a sharp drop in battery voltage from beginning of life - bol to end of life - eol within 2 months. Upon further analysis; in-circuit measurements found high current and this anomaly was isolated to a failure in capacitor. Longevity assessment was performed and device did not meet projected longevity and was premature.